Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On the same day it was reported that the patient experienced diarrhoea and vomits. At an unspecified time of the bg reading was 200 mg/dl and the cgm reading was 40 mg/dl. The patient called ems and before the paramedics arrived the patient lost consciousness. The paramedics took a bg reading which was 250 mg/dl and the cgm reading was 55 mg/dl. They the patient to the hospital where she was diagnosed with dka. There the patient was treated with IV insulin and 3 bags of fluids. At the time of the report the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.